Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information, become available a supplemental report will be submitted.

Event description:
Customer called to have tandem support guide them through the load process. The customer's blood glucose level was slightly elevated. Customer was assisted through the load process and was able to resume insulin delivery.